Event description:
It was reported that a pericardial effusion was noticed during an afib case. The caller reported that the pericardial effusion was first seen on ice when the physician attempted to advance the farawave catheter into the cs. The caller reported that after visualizing the pericardial effusion using ice, the patient's blood pressure dropped. The caller reported that the pericardial effusion was confirmed with ice. The caller reported that the medical intervention provided was a pericardiocentesis. The caller reported that the procedure was aborted. The patient was reported to be in stable condition. The caller reported that it was believed that the wire perforated the cs. The caller reported that the therapeutic/diagnostic bwi product in use was the decanav catheter. The caller stated that the boston scientific farapulse generator was used for ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).